Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ arterial cannula was found to be damaged during the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to the intensive care department of our hospital. Due to the fluctuation of blood pressure monitoring, the physician placed an indwelling needle into the brachial artery. The indwelling needle was found to be damaged during the puncture, so the indwelling needle was pulled out in time and replaced with a new arterial indwelling needle immediately. No harm was caused to the patient."

Event description:
It was reported that the bd¿ arterial cannula was found to be damaged during the puncture. The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to the intensive care department of our hospital. Due to the fluctuation of blood pressure monitoring, the physician placed an indwelling needle into the brachial artery.the indwelling needle was found to be damaged during the puncture, so the indwelling needle was pulled out in time and replaced with a new arterial indwelling needle immediately. No harm was caused to the patient."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.